Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided for review. Furthermore the clinical condition alleged in the reported event cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement procedure, the patient allegedly developed infection. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that, on (B)(6) 2021, a patient underwent a port placement via the right internal jugular vein for an unknown medical condition. Approximately, one year, two months and seven days later, on (B)(6) 2022, the patient was diagnosed with methicillin susceptible staphylococcus aureus (mssa) infection and cellulitis. Subsequently, the port was removed on the same day. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (patient, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.